Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system exhibited low left ventricular (lv) intrinsic r wave alert measuring less than 3mv. The health care professional (hcp) suspected it was due to premature ventricular contraction (pvc) or far-field ovenensing however, technical services reviewed and did not find any evidence on the most recent presenting electrogram (egm). It was noted that left ventricular (lv) pacing impedances are stable. At this time, the device and this non boston scientific lv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).